Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter hub allegedly disconnected from the inflation device. There was no reported retraction difficulty through the sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the return sample as a 8mm x 4cm balloon. The balloon appeared to have been previously inflated. Loose fibers are noted throughout the length of the balloon. All loose fibers intact. No other anomalies were noted to the device. The inflation luer was examined and no anomalies were noted to the shape of the luer or the threads. There were no jagged edges present on the inflation luer. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed without issue. The inflation luer was connected to an in-house inflation device without issue and an attempt was made to inflate the balloon with water. The balloon was able to be inflated to nominal (8atm) and rbp (27atm) without issue and no leaks or any other issues were identified at the inflation luer connection. The balloon was deflated without issue. This test was repeated twice more with the same results. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for a connection issue, as the inflation luer was able to be connected to an in-house inflation device without issue and not leaks were present during inflation testing. The investigation is confirmed for frayed fibers. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues or the inflation device used during the procedure contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Equipment required: luer lock syringe/inflation device with manometer (10ml or larger). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter hub allegedly disconnected from the inflation device. There was no reported retraction difficulty through the sheath. There was no reported patient injury.